Event description:
It was reported a patient had to go on hemodialysis (hd) at the clinic for a month because of abdominal surgery. Additional information received from the peritoneal dialysis registered nurse (pdrn) stated the patient did not undergo surgery and was not hospitalized. The patient denied any hospitalization to the pdrn despite the initial report of an abdominal surgery. The pdrn reported the patient did not miss any pd treatments. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Manufacturer narrative:
Upon evaluation, it was determined that the event reported on 2937457-2021-01311 was not a reportable event related to the fmc liberty select cycler. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) or product(s). Therefore, there will be no further updates on 2937457-2021-01311.

Event description:
It was reported a patient had to go on hemodialysis (hd) at the clinic for a month because of abdominal surgery. Attempts to obtain additional information were unsuccessful. The type of abdominal surgery is unknown. It is unknown the reason the patient required surgery. There is no allegation of a device malfunction or deficiency causing the patient to require surgery. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical statement: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a patient had to go on hemodialysis (hd) at the clinic for a month because of abdominal surgery. Attempts to obtain additional information were unsuccessful. The type of abdominal surgery is unknown. It is unknown the reason the patient required surgery. There is no allegation of a device malfunction or deficiency causing the patient to require surgery. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.